Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: this x-ray system's spring suspension for the cable hose (ceiling suspension) suddenly fell down. No one was injured.

Manufacturer narrative:
Eval method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.